Event description:
The customer reported that he has a v60 and the display is very dim. The customer reported that the unit was not in use on patient. Per biomed, the issue was discovered prior to patient use. No delay and no medical intervention reported. The customer contacted product support and reported he has a v60 and the display is very dim. Unit has a 1st gen lcd, and would need the be updated to the 2nd gen liquid crystal display (lcd). He requested to have the user interface (ui) assy replaced. The biomed has no nav ring on the existing (ui) assy. The biomed is fine taking the front bezel without the nav ring and place it on the new (ui) assy. The biomed also has software 2.00 and will be installing software 2.30 which he already has on his pc. The customer will need to send a picture of serial # for the ipcr part #453561528941, (ui) assy, gray. The customer will download software 2.30 and install (ui) assy and repair unit. The biomed reported that the user interface (ui) assembly was replaced to address the reported issue. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
The user interface (ui) assembly was returned for failure analysis. Visual inspection of the ui assembly revealed no evidence of damage or contamination. During investigation, the technician found cold cathode fluorescent lamp (ccfl) burn out. Due to the damage to the backlight (ccfl) no further testing is required. The burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.